Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 400 dialyzer. The patient was receiving parenteral alimentation through the arterial circuit via an infusion line. Reportedly, this unit typically uses an external infusion pump to infuse the solution however, an infusion pump was not used at the time of this event. Approximately 3 hours into treatment, the patient felt ill and became hypotensive and lost consciousness. The nurse noticed the level of the arterial chamber of the blood line was very low but no air bubbles or foam was visible in the cartridge or the lines. The emergency service was called and the patient was intubated and transported to a hospital. A brain scan confirmed the patient had a cerebral air embolism. The patient was transported to another hospital to undergo treatment in a hyperbaric oxygen chamber and then transferred to an ICU at another hospital. The patient passed away the following day. The cause of the air embolism is unknown.